Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had a motor error, button error and pump error alarms. The customer¿s blood glucose was unknown. Customer also reported that act, up and down buttons were harder to press. Customer reported that sometimes they had to press buttons twice as well as insulin pump was rejected new battery. The insulin pump will not be returned for analysis.